Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing kept coming off at the tubing connector during normal wear. The site location was the patient's leg and the infusion set had been used for one day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon visual inspection, performed on the returned used device (3 tubing), it was found that the tubing was detached from the tubing connector. No further information available.